Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
Reported via clinical study. It was reported that hypotension occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted on (B)(6) 2025. Post procedure, the patient's blood pressure dropped. A chest x-ray was performed and there were no pneumothorax or pleural effusions. The patient was admitted to the hospital and was discharged on (B)(6) 2025.

Event description:
Reported via clinical study. It was reported that hypotension occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted on (B)(6) 2025. Post procedure, the patient's blood pressure dropped. A chest x-ray was performed and there were no pneumothorax or pleural effusions. The patient was admitted to the hospital and was discharged on (B)(6) 2025.

Manufacturer narrative:
D4: model number, lot number, catalog number, expiration date, unique identifier (UDI#): updated with additional information received. H4 device manufacture date: updated with additional information received.